Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328512, batch no: 8218718. It was reported that the consumer encountered scale print incorrect/crooked. Verbatim: relion consumer reported scale print incorrect/crooked, problem occurred on (B)(6) 2019. Lot # 8218718, product # 328512, no exp date.

Event description:
It was reported that relion® insulin syringe had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328512, batch no: 8218718. It was reported that the consumer encountered scale print incorrect/crooked. Verbatim: relion consumer reported scale print incorrect/crooked, problem occurred on (B)(6) 2019. Lot # 8218718, product # 328512, no exp date.

Manufacturer narrative:
Investigation: customer returned (2) loose 31g x 8 mm, 0.3ml relion insulin syringes. Consumer reported scale print incorrect/crooked. Both samples were examined and no issues with the scale, or other manufacturing defects were observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8218718. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200773371, 200773795] noted that did not pertain to the complaint. There were two (2) notifications [200773270, 200773317] noted for blank barrels. There was one (1) notification [200773489] noted for ink smears. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
The following field has been updated due to corrected information: date received by manufacturer: 4/16/2019.

Event description:
It was reported that relion® insulin syringe had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328512, batch no: 8218718. It was reported that the consumer encountered scale print incorrect/crooked. Verbatim: relion consumer reported scale print incorrect/crooked, problem occurred on (B)(6) 2019. Lot # 8218718, product # 328512, no exp date.